Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. (B)(6) representative stated that the impedance trend was occurring from few months now. The threshold test was not able to be performed due to patient currently in atrial fibrillation (af). There was no noise present. (B)(6) representative is further going to discuss with the physician. This device and non-(B)(6) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).